Event description:
I was completing a bone marrow biopsy procedure and aspirating the bone marrow aspirate. During the bone marrow aspiration, the trochar luer lock hub snapped/split in half during aspiration. I was unable to complete the aspiration due to air filling the syringe. I had to remove my needle obtain a new trochar needle and reinsert it to complete the procedure. This caused increased patient discomfort and bleeding due to second insertion of the new trochar needle at the biopsy site.